Event description:
Initial reporter indicated that postoperatively the pt developed hoarseness and numbness near their neck incision. It was additionally reported that the pt was evaluated by an ent surgeon and was diagnosed with left vocal cord paralysis. No interventions have been planned to treat the left vocal cord paralysis. The pt's vns has not been programmed on and they have not had any seizures since their revision surgery. The treating physician is attributing the vocal cord paralysis to the revision surgery. There are no plans to program the vns therapy on at this time. MDR report number: 1644487-2007-01964 can be referenced for the revision surgery.